Event description:
Allegedly dr (B)(6) explanted cocr neck. Revision for revision unknown at this time.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete or add'l info is rec'd.